Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly, cosmetic damage and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm and blank display noted. No back light anomaly noted during the testing. (B)(4).